Event description:
Information received indicates fluid ingress onto the scale/ppm board not allowing the bed exit system to be set.

Manufacturer narrative:
The technician replaced the scale/ppm board to repair the bed.